Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device lot number involved in this complaint was not provided. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy on (B)(6) 2019. After an undetermined amount of time it was reported that the patient experienced stoma site extravasation, hemorrhage, granulation, swelling and enlargement, with malodorous yellow-brownish puss excreting from stoma site. The patient was treated with unspecified antibiotic and topical ointment medications.